Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain and other reasons. The patient was struggling to keep 8 bars of connectivity during recharging. They hooked up the recharging while the patient was at the clinic visit. They tried to reposition the recharger paddle to get the best connectivity and also tried stickers but they never got more than 4 bars. The patient¿s nurse noticed that the battery was tilted slightly. They noticed this while attempting to recharge at the clinic. There were no known causes and the rep noted that the ins was located in the abdomen. The patient is frustrated with the charging due to the tilted battery but they are still averaging 8 bars. No revision is scheduled but they were given stickers to help with recharging. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2017-oct-30. The rep stated that the patient was going to try the stickers to see if they helped their issues. The information was confirmed with the physician. There were no patient symptoms reported and no complications reported.